Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had persistent pain following the initial procedure. The surgeon thought that one implant may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implant using chisels as it was solidly fixed in bone and replaced it with an ifuse implant. The patient is doing well following the revision procedure.